Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV tubing of unknown access set came apart during injection. The patient had a 20g IV placed in the left ac for pe- a/p with an injection rate of 5.0ml/sec . The issue occurred during a scan. There was no report of patient injury or medical intervention associated with this event. No additional information is available.